Event description:
Procedure type: lap chole. According to the reporter: upon deployment of bag via the white ring, the concentric metal ring opened up within the abdomen as intended. The gallbladder was placed into the bag, and the gold ring was pulled to cinch the bag. The suture was cut from the shaft of the bag, and the white ring was pulled back to retract the metal ring back into the shaft of the device, prior to removal from the abdomen. At this point, the ring did not retract, but instead, fell forward out of the black shaft of the device and into the abdomen. A laparoscopic grasper had to be used to pull the metal ring, and attached white shaft through the trocar. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).